Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 53 and error 29 due to critical pump error (open book image) alarm.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 138 mg/dl. Customer was able to clear the alarm. Customer was able to complete pump rewind and self test also passed. The insulin pump will be returned for analysis.